Event description:
It was reported that one year and four months post a port placement in the jugular vein, the catheter allegedly had a small hole just before jugular vein after removal. It was further reported that a leak was identified when checking the catheter with normal saline. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The returned of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter was returned for sample evaluation. A split was noted on the attached catheter approximately 6.1cm from the distal end of the cath-lock. The edges of the split on the attached catheter were noted to be uneven. Upon infusion, a leak was observed from the split on the attached catheter. Therefore, the investigation is confirmed for the reported leak and identified fracture issue. However, the investigation is unconfirmed for the reported catheter perforation issue as only the split was identified during the investigation. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device). H11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one year and four months post a port placement in the jugular vein, the catheter allegedly had a small hole just before jugular vein after removal. It was further reported that a leak was identified when checking the catheter with normal saline. There was no reported patient injury.